Event description:
The dealer states the offset bracket assembly on both sides of the chair are bent. The consumer has had the chair for 6 months and is just now reporting the problem, so doubtful that it is due to freight damage.